Event description:
The patient event was reported to caldera medical by an attorney. Patient was implanted with desara on 02/22/2011 by dr. (B)(6) at (B)(6). Desara products have not been identified in the documents provided, however as a precautionary measure, caldera medical is filing this report.